Event description:
It was reported that prior to starting a da vinci-assisted mitral valve repair surgical procedure after surgical ports placement, the clinical sales representative (csr) contacted technical support to report the surgeon side console (ssc) produced a loud whining fan noise. The customer swapped out the ssc with another ssc to continue as a dual ssc. They placed the affected ssc in the hallway. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the medical grade power supply (mgps). The system was verified and ready for use.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the medical grade power supply (mgps) for failure analysis investigation. The unit was analyzed and in remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The power supply was installed and tested on the pca test system. The rmgps fans started making loud noises.

Event description:
Refer to h11 for follow-up information.